Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19489. It was reported the pt experienced painful burning sensation at the ipg site and a burn at the ipg site when stimulation was on. It was reported the pt did not have effective stimulation and pain relief. It was also reported the pt experienced over-stimulation. The scs system was explanted approx six months after the system was implanted.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.